Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reportable malfunction of image noise was confirmed. Based on the results of the investigation, the image sensor unit may have broken, leading to the image noise. It was presumed that since the bending section was observed to have multiple damaged sites, irregular load may have been applied to the bending section, causing the event. However, the root cause was unable to be specified. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The events can be detected and prevented in accordance with the following sections of the instructions for use (IFU): instructions for ltf-s190-5 opeation manual chapter 3, ¿preparation and inspection¿ section 3.8, ¿inspection of the endoscopic system¿ ¿¦inspection of the endoscopic image¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was observed during device evaluation that the image of the deflectable videoscope had noise and was temporarily not seen. There was no patient involvement.